Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow. They dismissed the alert, but now it was alerting 113. Water temperature (wt) was 30.5c, patient temperature (pt) was 32.5c, patient was closer to 33.4c but dropped due to cool wt. Targeted temperature (tt) was 33.5c, flow rate (fr) was 0.6 l/m, inlet pressure (ip) was -7. Went to event log and confirmed 113 (reduced water temperature control) and 02 (low flow). Had disconnect and reconnect holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to water flow rate (wfr) was stabilized at 1.0 l/m and water temperature (wt) has increased to 34c. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate dropped below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested to monitor flow rate (fr) in case it does drop. Suggested to call back with any other errors or alerts. Per additional information updated from ttm on 03may2025, nicu nurse getting low flow alert02). Flow rate (fr) was 0.3lpm. Nurse knows they called the help line yesterday, but unsure the reason as it was not noted. Explained correlation between heater capacity and flow rate (fr). Guided to diagnostics screen, system hours 4896, pump hours 79, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage. Adjusted tubing, disconnected and reconnected pads using proper technique, tried different inlet port, flow rate (fr) would not increase above 0.3lpm. Stopped therapy, drained pad and connected new pad. Flow rate (fr) was settled at 1.4lpm, they will place the pad in the charge nurse's office. Call nicu monday to arrange return and ask for the charge

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that the arctic sun device was alerting low flow. They dismissed the alert, but now it was alerting 113. Water temperature (wt) was 30.5c, patient temperature (pt) was 32.5c, patient was closer to 33.4c but dropped due to cool wt. Targeted temperature (tt) was 33.5c, flow rate (fr) was 0.6 l/m, inlet pressure (ip) was -7. Went to event log and confirmed 113 (reduced water temperature control) and 02 (low flow). Had disconnect and reconnect holding nowhere near clear connectors and verified audible clicks with each connection. Fluid delivery line (fdl) secure and in lock position. All lines straight with no bends or kinks. Restarted therapy and device primed to water flow rate (wfr) was stabilized at 1.0 l/m and water temperature (wt) has increased to 34c. Explained to nurse when the flow rate drops below 1 l/min, the heater capacity diminishes. When the flow rate dropped below 0.5 l/min, the heater turns off. This was an adequate flow rate for a neonate pad, suggested to monitor flow rate (fr) in case it does drop. Suggested to call back with any other errors or alerts. Per additional information updated from ttm on 03may2025, nicu nurse getting low flow alert02). Flow rate (fr) was 0.3lpm. Nurse knows they called the help line yesterday, but unsure the reason as it was not noted. Explained correlation between heater capacity and flow rate (fr). Guided to diagnostics screen, system hours 4896, pump hours 79, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 35 percentage. Adjusted tubing, disconnected and reconnected pads using proper technique, tried different inlet port, flow rate (fr) would not increase above 0.3lpm. Stopped therapy, drained pad and connected new pad. Flow rate (fr) was settled at 1.4lpm, they will place the pad in the charge nurse's office. Call nicu monday to arrange return and ask for the charge.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation pfmea (B)(4) was reviewed for this investigation. The reported event is addressed in step #24 with potential failure mode is "low flow / restricted due to overheating of materials during lamination process, water flow path compromised". Based on this review the risk is within the expected range. (B)(4), was reviewed for this investigation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.